Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-8120-50 serial#: (B)(4), description: artisan surgical ld 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had the entire precision system explanted due to discomfort at the pocket site following weight loss, not device related. The patient is reportedly doing well following the explant.